Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, the patient was recovering from the event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12i05048, h12k07082, h12k09112, h13a04047 and h13d25038 was performed. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be filed.